Event description:
Device 3 of 3. Reference MFR. Report# 3006705815-2019-00307. Reference MFR. Report# 1627487-2019-00983. It was reported the patient had their system explanted due to infection. Date of explant unknown.